Event description:
It was reported by a representative from the netherlands that a fortify cage has compressed 2 months post operatively.

Manufacturer narrative:
The device was not available as it remains in the patient. Imaging provided shows the fortify core to have lost between 1.5mm and 3mm of its original height. The cause of the reported issue could not be determined.

Manufacturer narrative:
Neither the device or any imaging was returned for evaluation. The cause of the reported issue could not yet be determined.

Event description:
It was reported by a representative from the (B)(6) that a fortify cage has compressed 2 months post operatively.